Event description:
Tubing set found to have broken plastic in IV tubing line upon opening package. Noted with two individual packages. Prior to setting up connection set and attaching to patient IV integrity issue was noted and removed from patient room. Manufacturer response for IV tubing extension set, swan-lock swabable needle-free & luer lock (per site reporter),